Event description:
On 08/25/1997, the phlebotomy supervisor was sprayed in the eyes with hemoglobin reagent from the hemoglobin reagent reservoir. According to the account, the hemoglobin reservoir had developed a crack and was leaking. Pressure in the the reservoir had caused the hemoglobin reagent to spray out of the crack at the phlebotomist, as she walked by the instrument. The phlebotomist was not wearing eye protection at the time and the reagent sprayed in her eyes. She experienced burning in her eyes and went to hlth svcs for the eye irritation. Treatment prescribed was to flush the eyes with water initially and than was later changed to flushing with saline. As of 08/27/1997, the phlebotomist said her eye sight was normal, but a slight soreness remained. Her dr stated the soreness could possibly be from the intense flushing and recommended no further treatment. Msds documentation lists the hemoglobin reagent as containing sodium hydroxide.

Manufacturer narrative:
Pt info has been sourced by the MFR. The event represented is addressed in the device labelling. Component failure. Complaint evaluation: the customer's complaint was reproduced by visual inspection of the returned part. There was a crack along the top of the reagent reservoir. Subsequent investigation revealed that the cracking was caused by molding stress and the material was changed from utem to isoplast, as per eco # 18020, effective 10/2/97. Isoplast is a dupont material made especially for biomedical use. This is the final report.